Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a regulatory body via a manufacturer representative regarding a patient who underwent thoracolumbar fusion, posterior approach for lumbar spondylolisthesis with spinal stenosis. It was reported that when the screws were implanted, the tails of 3 screws fell off. Then the screws were screwed out, and the screw of a new model were uniformly replaced and re-implanted, which prolonged the operation time and increased the pain of the patient. The operation was extended for 10 minutes, the patient did not cause serious injury, the screw was replaced during the operation, and the operation was successfully completed. No further complications were reported/anticipated.